Event description:
Rptr was performing eeg on pt and stepped over to position photic stimulation over pt's face and it fell into pt's face and nose. Pt stated pt was ok. Throughout recording rptr continued and constantly asked pt how pt was doing. After the eeg was over rptr informed mgr and pt filled out necessary papers as did rptr.